Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device had come to the surface of the skin and begun to erode out of pocket and around the header. There were no areas of broken skin but bluish and discolored over the entire header area of the device. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.